Event description:
The #15 blade broke in half during dissection of the great toe bone. Blade was retrieved.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-eval.